Event description:
The physician was attempting to deliver a 2.25mm diameter x 12mm length driver sprint rx coronary stent to a lesion in the lcx. The lesion was reported to exhibit 99% stenosis, moderate tortuosity and severe calcification. The lesion was pre-dilated five times up to 8atm's. At 90% stenosis remained following the pre-dilatation activities. The physician felt resistance while attempting to deliver the driver sprint stent and so, the device was removed. Upon removal, the physician noted deformation of the stent. The physician also reported that stent deformation had been noted prior to use. The procedure was successfully completed with a new drsp22512x. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: root cause of the event cannot be determined. Stent damage reported to have been noted prior to use, stent continued to be used in procedure. Conclusions: root cause of the event cannot be determined. Device eval: the stent was positioned on the balloon as per specification. A number of struts on the 6th proximal stent segment were slightly raised and deformed. There were gaps evident between the 7th and 8th proximal stent segment.